Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was readmitted for gi bleed and power fluctuations. Anticoagulation was stopped due to the gi bleed. Pump thrombus was suspected. The pt experienced hemolysis, rise in ldh, and the pump was not unloading the ventricle on echo. The pt received two doses of tpa; subsequent hemorrhagic stroke. Cranial drain in place, and neurological symptoms resolved. Pt listed as status 1a. Pt went into cardiogenic shock and placed on ECMO on (B)(6). The pt received a pump exchanged on (B)(6).

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.